Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to cracked end cap. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and broken belt clip slot. No cracks on the screen noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that there is a crack in the screen of the insulin pump. It was also reported that the insulin pump alarmed motor error. Customer's blood glucose reading was 158 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.